Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incident of an unintended flap cut in an left eye of a patient, during lasik surgery. There are multiple related reports for this facility. This specific report addresses patient's ln with the left eye issue, and additional reports from other manufacturers will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Latest preventive maintenance on device met specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The first treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The user repeated the same treatment (same patient, same eye) four minutes later. Technically, no reason for this can be found in the logfiles. The second treatment on the patients left eye could also be identified in the logfile. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was that is thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause for this event could not be identified conclusively. Most probable root cause is an incorrect insertion of the patient interface. The manufacturer internal reference number is: (B)(4).